Event description:
Boston scientific received information that during a routine office visit, the field representative was unable to interrogate the patient's device. The field representative was able to obtain a magnet rate of 100 bpm. Even after several troubleshooting steps the interrogation remained unsuccessful. The patient was seen in the office 11 days later and they were still unable to interrogate the device. Boston scientific technical services (ts) was consulted and advised that the device should be explanted. The device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this report would be updated upon analysis completion.

Event description:
Additional information was received that the pacemaker was explanted over a year later. The device was still unable to be interrogated at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
It was noted that the patient was transfered to a different hospital and no further informaiton is available.